Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Additional information indicates that the ra lead had high pacing thresholds which could possibly indicate a lead dislodgement. Dislodgement was confirmed via fluoroscopy. The ra lead was not returned since the hospital wanted to keep the lead. The ra lead was explanted. No additional adverse patient effects were reported.